Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to forgetting deliver a bolus for food consumed, customer¿s blood glucose (bg) elevated to 543 mg/dl. A bolus was delivered to address the bg. Recommendation was made by tandem technical support to discuss the event with a healthcare provider.